Event description:
A customer reported an altitude alarm from their pump, which led to the suspension of insulin delivery. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer to remove an obstruction and clean the speaker holes, which allowed the insulin delivery to resume after following the instructed procedures. The alarm did not recur, and the pump resumed normal operation. Technical support also provided tips for preventing future altitude alarms.